Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. At this time, (B)(4) has not received the suspect device/component for evaluation.

Event description:
It was reported to (B)(4) that a patient passed away while connected to model lap top ventilator 1150. The customer stated that the patient¿s heart stopped beating and cardiopulmonary resuscitation (CPR) was performed but was not successful. The customer stated that there is no complaint against the device and that the device acted as it was intended to do so.